Manufacturer narrative:
This report is submitted on january 18, 2022.

Event description:
Per the clinic, the device was explanted secondary to an infection on (B)(6) 2021. It is unknown the location and the treatment of the infection.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 29, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection around the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on february 08, 2022.